Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the that they experienced low blood glucose. The blood glucose was 50 mg/dl at the time of incident. The current blood glucose level was 128 mg/dl. The other relevant blood glucose level was 311 mg/dl. The customer treated with food. Troubleshooting was performed for low blood glucose. The customer also stated that the insulin pump had pump error alarm. Troubleshooting was continuing for pump error alarm and noticed that the customer assisted with performing displacement test and the test passed. The insulin pump will be returned for analysis.